Event description:
It was reported that the ge collapsed and backed out into the spinal canal.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. Visual inspection was performed on the returned cage and no anomalies were found. A manufacturing review of the device was performed and indicated no discrepancies or anomalies. A plausible root cause could not be identified due to x-ray quality.

Event description:
It was reported that the ge collapsed and backed out into the spinal canal.